Event description:
The customer reported the 9900 system x-ray disabled when the interconnect cable flexed. No pt injury was reported.

Manufacturer narrative:
The interconnect cable was ordered. No conclusion can be draw as repair information is unavailable. However, no report of pt or staff injury was reported.